Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) led was explanted due to noise and a possible fracture or insulation damage. More information is pending. No additional adverse patient effects were reported. The lead will be returned.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the outer insulation of the lead was somewhat flattened in the region approximately 300-310 mm from the terminal pin. The inner insulation was abraded on two sides. The anode conductor coil (outer coil) was confirmed to be fractured in this area. Due to the location and type of damage, the insulation flattening, abrasions, and conductor coil fracture were most likely the result of entrapment in the clavicle/first-rib area. This damage likely resulted in the clinically observed noise.